Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant and experienced right side breast implant rupture postoperatively. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On january 5, 2020, mentor became aware that is required intervention under field b2 in the previous initial submission was inadvertently not selected. It has been selected under this form. Manufacturer¿s reference number: (B)(4). B2 is required intervention has been selected.